Manufacturer narrative:
Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported that the insulin pump had a physical damage and there was a crack on reservoir compartment. Customer's blood glucose value was 97mg/dl. Insulin pump will be returned for analysis.